Event description:
It was reported by letter from pt, that "in (B)(6) 2005 I had my hip replaced with your ceramic model and I have not been happy with the results. Simply, my hip is painful (maybe 1-2 pain threshold) and makes noise when I bend over and stress it. The noise is not the squeak I have read about, but rather more like the noise you hear when your twist a glass stopper in a glass bottle. I have seen my orthopedist that has checked to see if x-rays would show any problem with the angle or anything else and he concludes everything is fine. His only advice is to try and not stress it to the point it makes noise."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.